Event description:
It was reported that the device was used during a general surgical procedure. The jaws of the device was found to be broken jaw and would not lock or clip. Another device was opened and the procedure was completed without consequence to the pt.